Event description:
Additional information received reported that high impedances, greater than 40,000 ohms, were measured on electrodes 9, 10, and 11. Impedances were within normal limits for electrodes 0, 1, 2, 3, and 8. The 8-15 extension was tested in the 0-7 port of the implantable neurostimulator (ins) and the impedances were normal. Another ins was used and impedances were within normal range.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomaly. The ins passed functional testing including impedance testing in saline and lead insertion testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implantable neurostimulator (ins) replacement impedances greater than 40,000 ohms were measured. Impedances for electrodes 9, 10, and 11 were greater than 40,000 ohms and electrode 8 was between 1200-1984 ohms. Impedances were measured at 3v. Impedances of the 0-7 connector block were fine. When the extension was moved to the 0-7 connector block the impedances were fine so there was no issue with the extension. The healthcare professional (hcp) did have slightly more resistance when inserting the extension into the 8-15 connector block. Another ins was used and impedances were fine when tested. After the ins was changed the extension seemed to go into the 8-15 connector block more easily. Prior to the ins replacement the patient had good therapy. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.